Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system (device 1 of 2). The stent was advanced into position in the biliary duct. Resistance in removing the guiding catheter of the introduction system from the stent was encountered. The stent and introduction system were removed from that pt simultaneously. Another cook endoscopy oasis - one action stent introduction system (device 2 of 2) was used and the same resistance was encountered. Although resistance in removing the guiding catheter of device 2 of 2 was encountered, stent placement was successful. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
For suspect medical device info regarding device 2 of 2, see medwatch report 1037905-2007-00086. Evaluation: only device 1 of 2 was returned for evaluation; device 2 is unavailable for evaluation. A cook endoscopy 10 french cotton-leung biliary stent was included in the return. Only the guiding catheter of the introduction system was returned for evaluation. The handle of the guiding catheter (i.e. Proximal fittings) had separated from the guiding catheter and was not included in the return. Our evaluation of the returned section of the introduction system confirmed the report as it was described. The stent included in the return was advanced onto the guiding catheter of the introduction system. All four bands on the guiding catheter caught on the stent, creating resistance while loading the stent. No kinks were noted on the guiding catheter of the introduction system. Using a 10 french pushing catheter from our shelf stock, the stent and introduction system were advanced through a 4.2mm accessory channel that was positioned in a simulated biliary position. Once the stent was advanced through the accessory channel, resistance in removing the guiding catheter from the stent was encountered. Therefore, the deployment of the stent was difficult, but possible. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions - due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. Separation of the handle (i.e. Proximal fittings) from the introduction system can occur if excessive pressure is applied during removal of the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this may have caused the damage observed. We were unable to conduct a full investigation of device 2 of 2 because the product was not returned for evaluation. Prior to distribution, all oasis - one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. These devices were manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.